Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) verified with the customer that the issue was fixed by the hospital information technology team. The system functioned as intended after the hospital information technology team resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to log in to the station and displayed an unable to authenticate error message. The user stated that the biometric identifier (bioid) option to place her fingerprint was not visible, and a red light was illuminated on the bioid device, which located on ao ccu. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.